Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent pedicular screw fixation at l4-l5. Intra-op, the tip of instrument broke and stuck in patient(vertebral body) and could not be retrieved.

Manufacturer narrative:
Product analysis results: visual and optical examination confirmed one of the probe's end is bent and the other end of the tip has been sheared/broken off. The broken off portion of the tip is missing and not returned for analysis. This is consistent with bend stress overload.: radiographic image review result: intra-op films from l4-5 fusion show a retained end of a ball tip probe before the rod was placed on that side. If information is provided in the future, a supplemental report will be issued.